Manufacturer narrative:
(B)(4). The pump had a blank display due to moisture damage on the electronics. The pump was unable to perform idle current, run current, self, off no power, unexpected restart alarm error, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery and displacement tests due to blank display. No moisture damage on the motor was noted. The pump as received with a minor scratched display window. There were cracks on the reservoir tube lip, belt clip slot, reservoir tube and reservoir tube window.

Event description:
Customer reported via phone call that the insulin pump had moisture damage. Customer cannot recall their blood glucose reading. The insulin pump had chlorine pool inside. The location of the moisture was on the lcd display. Insulin pump was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.